Event description:
It was reported by the rep the device was used in a colon resection. It was reported no info about the event is known. The rep will attempt to attain further info. 07/30/1998 rep faxed in further info. The procedure was a colon resection. When the stapler was fired across the bowel and no staples were laid down. The same thing happened with a second stapler. A third stapler was used to complete the case. There was no consequence to the pt. 08/18/1998 rep called back with further info as follows: surgeon stated that he used stapler in manner which he normally would, but he saw the tip come straight through. The same thing happened with the second stapler. Surgeon also stated that he believes there were no staplers in the body cavity. Therefore he does not believe that there were any staples in instruments.